Event description:
Md using cautery. Flow unit started to emit smoke, sparks and fumes. Unit removed. Failure apparently caused by a "short" in a ceramic capacitor. Flow meter was left plugged in while cautery in use. MFR instructions state to turn off flow meter when not in use to prevent problems of this sort.